Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during colonoscopy procedure while the patient was under sedation involving an olympus xenon light source. The intended procedure was completed with the same device. There were no reports of patient harm.